Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia repair on (B)(6) 2015 and straps were used to fixate mesh. During the procedure, the white cap on the tip of the device came off but didn't fall into the patient. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device with the cannula cap detached from the cannula tabs and missing was received for evaluation. The device was visually and functionally evaluated. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.